Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before an intraocular lens (iol) implant procedure, during iol priming plunger sliding over the lens, plunger was bent. Lens was scratched by the plunger when sliding over the lens. The procedure was completed with another iol. There was no patient contact.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. One opened company injector was returned for evaluation for the report of the bent plunger and damaged lens. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual, functional and dimensional testing associated with the reported event, therefore a bent plunger or scratched lens as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).